Event description:
Additional information noted that the system was explanted.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was found to be exposed and an erosion was noted. The explant would take place at a later date. There were no additional adverse effects reported.

Event description:
An infection was also noted when it comes to this system.